Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (red screen/will not power on/code 107) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report that the pt's monitor displayed a red screen and then would not power on. The pt's spouse contacted again to report that the monitor powered on normally. When support prompted the pt's spouse to download, support reported code 107. The pt was issued a replacement monitor.